Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected with one syringe juvéderm voluma® xc in the cheeks, and one syringe with juvéderm® ultra plus xc in the marionette lines, upper and lower lip, and chin area. About 7 hours later the patient¿s upper lip swelled, and their "face swelled up." The patient went to an urgent care the same day and was treated with an injection of benadryl. The patient then went to an emergency room and was given IV prednisone, benadryl, and fluids. Two days later the patient went to see an allergist who performed lab/blood work, but the tests have not come back. The allergist prescribed oral prednisone, oral allegra, and oral benadryl. The health professional reported the patient ¿really reacted to the voluma®¿ and recommended treating with hyaluronidase, but the patient declined the treatment. The patient was concomitantly injected with 48 units of botox® to the glabella, forehead, and crow¿s feet. Symptoms resolved 5 days after injection. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00524 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma® xc, also a device manufactured by allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: warnings: ¿ "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: ¿ "the safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies." ¿ "juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product." Adverse events: ¿ "per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching." Post-market surveillance: ¿ "as of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." Intended use/indications: ¿¿juvéderm voluma® xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21.¿

Event description:
Healthcare professional reported patient was injected with one syringe juvéderm voluma® xc in the cheeks, and one syringe with juvéderm® ultra plus xc in the marionette lines, upper and lower lip, and chin area. About 7 hours later the patient¿s upper lip swelled, and their "face swelled up." The patient went to an urgent care the same day and was treated with an injection of benadryl. The patient then went to an emergency room and was given IV prednisone, benadryl, and fluids. Two days later the patient went to see an allergist who performed lab/blood work, but the tests have not come back. The allergist prescribed oral prednisone, oral allegra, and oral benadryl. The health professional reported the patient ¿really reacted to the voluma®¿ and recommended treating with hyaluronidase, but the patient declined the treatment. The patient was concomitantly injected with 48 units of botox® to the glabella, forehead, and crow¿s feet. Symptoms resolved 5 days after injection. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00524 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma® xc, also a device manufactured by allergan.